Event description:
It was reported that the drill overheated. It is unk if there was any pt involvement, or of any adverse consequences associated with this event.

Manufacturer narrative:
The drill was received by the MFR and an investigation was conducted. Based on the results of the device eval, the rotor assembly was discovered to be worn, which can potentially result in the device overheating. The rotor assembly was replaced and the drill was returned to the customer.